Event description:
Co rec'd a report from our office in the UK of a male pt experiencing unconfirmed "corneal blisters" after use of complete. He was reportedly treated with an (unknown) antibiotic. Co is attempting to obtain confirming eval from the attending physician.